Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in the correct location on the terminal pin. The helix was partially extended and dried body fluids and tissue were noted in the helix housing. Deformed coil at approx. 90mm was not noted from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated thresholds, loss of capture (loc) and was dislodged. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated thresholds, loss of capture (loc) and was dislodged. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported. The lead is expected to return for analysis.